Manufacturer narrative:
Concomitant medical products: lnq11, implantable cardiac monitor, implanted: (B)(6) 2016; ddbb1d1 ICD, implanted: (B)(6) 2018; 6996sq58, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was later reported that the impedance rv tip to rv coil was within the normal range so they are planning ro proceed with the device programmed to rv tip to rv coil. The lead remains in use. No patient complications have been reported as a result of this event.